Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd u-100 insulin syringe slip tip with precisionglide¿ needle was found leaking as "the needle pulls off when opening the plastic cover, and when filling the syringe it explodes." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned in support of this complaint. A complaint lot history check was performed on lot #6305950 for needle hub separates. A complaint lot history check was performed on lot #6305950 for leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be definied.

Event description:
It was reported that during use a bd u-100 insulin syringe slip tip with precisionglide¿ needle was found leaking as "the needle pulls off when opening the plastic cover, and when filling the syringe it explodes." There was no report of exposure, injury or medical intervention needed.